Event description:
It was reported by the patient that a lead ¿came out¿. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: s45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.